Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a defective shp cable. This was attributed to normal wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/28/2023, it was reported by a sales representative via sems that an ar-8330h hand controls wire is cut. This was disocvered during a case, with no patient effect reported.